Manufacturer narrative:
The customer performed their own troubleshooting over the phone with beckman customer technical support and replaced the buffer syringe to resolve the issue. Analyzer resumed normal operation. Information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported the generation of erratic ise (ion selective electrode) patient results including sodium (na), potassium (k) and chloride (cl) on their au480 clinical chemistry analyzer. One patient had results reported out of the laboratory. Upon repeated the patient sample on another au analyzer, the corrected results were amended. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient demographics. Customer provided data for this patient.